Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that it is probable that the reason for the revision surgery was due to a pump malfunction as the analysis identified the pump failed the deactivation functional test. Technical analysis: the pump was returned for analysis to our post market quality assurance laboratory. Visual examination did not identify any holes or fluid leaks from the pump. Functional testing identified the pump failed to deactivate resulting in pump malfunction. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
The device was returned following an explant with no reported allegations. During analysis a device malfunction was identified.